Event description:
It was reported that the patient had a perforation which caused a pericardial effusion. The right ventricular lead was repositioned. An echocardiogram performed intra-procedure found no change in the pericardial effusion size after repositioning; therefore, no further intervention was required. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr03 implantable pulse generator, (B)(6) 2013. (B)(4).